Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was not staying charged. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite service to have a field service engineer (fse) evaluate and repair the device as the battery was not staying charged. The customer noted that the device was not recognizing the battery when it was plugged in; the battery light did not illuminate, and the battery information was not displayed in service mode. Also, in the pneumatic screen, the battery voltage was 0. The remote service engineer (rse) created an onsite service work order (wo) for the customer to have the device inspected and sent the customer a repair quote for approval; however, a philips service engineer was not able to diagnose the issue as the customer ultimately did not accept the quote. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.